Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600i synchron access clinical system was leaking from the wash concentrate reservoir canister. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011, found excessive dried up build and removed canister, cleaned thoroughly, replaced o-ring and secured fittings. Fse reinstalled canister and primed several times without noticeable leaking. On (B)(4) 2011, fse returned and inspected wash concentrate reservoir canister for leaks, no leaking was observed after cleaning.